Manufacturer narrative:
Siemens has completed the investigation. A review of the manufacturing records for lot in use at the time of the event met and passed all specifications upon manufacturing release. Further investigation was not possible as the customer could not provide reagent to be tested. Without the reagent available for testing the root cause could not be determined. The cause of this event is unknown. No product problem identified.

Manufacturer narrative:
Maintenance was reviewed with the customer. Siemens has requested return of regent and sample for further investigation. Cause of event is not known.

Event description:
The customer reported that they received a false negative hcg result compared to retesting on an unknown laboratory instrument. The patient's pregnancy was confirmed from another unknown laboratory test. There is no report of injury due to this event.